Event description:
This lead was explanted and replaced due to oversensing when the patient took a deep breath. This began after the patient received a shock on (B)(6) 2013. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 13 cm distal to the is-1 connector pin. Both fragments were returned for analysis. It is reasonable to assume that the lead was dissected during surgery. The lead fragments were extensively analysed. The inspection demonstrated a damaged insulation. In particular, at a distance of some 34 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Further damages occurred most likely during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.